Event description:
Eye inflammation eye inflammation nos. Case description: spontaneous report a physician reported 6 pts developed eye inflammation after cataract surgery with the use of healon, miochol, adrenalin and "bss." This report describes the fourth pt. This pt developed eye inflammation and was treated with high dose steroids. No culture was done. Multiple attempts were made to obtain follow-up info; however, no other info was given. The healon cartridge was discarded and the lot numbers are unk. An in-house investigation was being done at the ambulatory facility.